Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later exchanged for a same size different power lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: 4110 - work order search: no similar complaints within associated lots were found. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim#: (B)(4).

Manufacturer narrative:
10 - product evaluation: lens was returned dry within a microcentrifuge vial. Visual inspection found an optic and haptic deformed lens. Dimensional and functional inspection found lens to manufactured within specifications. Claim# (B)(4).